Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power cable for the navigation system was replaced to resolve the reported issue. The suspect cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was damaged. The cable was found to pass continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the power cable for the navigation system was frayed and inner wires within the cable could be observed. There was no patient present when this issue was identified. No additional information was provided.